Manufacturer narrative:
The reported air leak in the hemostasis valve could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a pulmonary vein isolation ablation procedure, it was noted that air came in from the hemostasis valve. The patient remained asymptomatic and the device was replaced to complete the procedure. There were no adverse consequences to the patient. The hospital discarded the device.